Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient was admitted with no symptoms and then there was a concern regarding the pump running fast. Later, the patient experienced symptoms of numbness around the mouth and edema and reported to ER. The pump was filled with 20cc (capacity 40cc) and the reading was correct when refilled the next day. The pump read 3.4cc and contained 3.4cc. The patient was receiving the dosage that was scheduled. There was some uncertainty around the amount injected into the pump at the last refill on (B)(6) 2011. On (B)(6) 2011, it was reported that the logs showed a motor stall on (B)(6) 2011 with no recovery. The patient had symptoms of nausea and vomiting during the refill cycle. The pump was replaced on (B)(6) 2011 and therapy was resumed. Additional information has been requested, but was not available as of the date of this report.